Event description:
Boston scientific crm received information that this 4135 lead dislodged. The physician was unable to retract the helix upon attempts to reposition the lead. The lead was not replaced due to the pt being asymptomatic in vvir mode. The lead port was plugged and the 4135 lead was explanted. No adverse pt effects were reported. Implant, explant and event dates were not made available.